Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. Unable to test or reproduce skin irritation in the lab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple calibration error alarms and change sensor alarm. The customer's blood glucose was 80 mg/dl and sensor glucose was 50 mg/dl at the time of incident. The customer stated that a bad sensor alert occurred after 2nd consecutive calibration error alarms. The customer was advised to change out the sensor. The customer stated that the alarm did not occur after performing a find lost sensor. The customer was advised to turn the sensor feature off for 2 to 4 hours then turn it back on and perform reconnect old sensor. The sensor will be returned for analysis.